Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). A closure device was deployed in the laa but was recaptured and removed from the patient due to concerns it had not fully deployed. A second wds was advanced into the laa and a new closure device was successfully implanted. During contrast assessment, contrast was observed in the pericardium. Transesophageal echocardiogram (tee) confirmed the presence of a circumferential pericardial effusion. A pericardial drain was placed. No further patient complications were reported. It was further reported the patient experienced cardiac tamponade in conjunction with the pericardial effusion. It was further reported heart failure occurred intra or post procedure.

Manufacturer narrative:
B5 describe event or problem updated h6 patient codes updated.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). A closure device was deployed in the laa but was recaptured and removed from the patient due to concerns it had not fully deployed. A second wds was advanced into the laa and a new closure device was successfully implanted. During contrast assessment, contrast was observed in the pericardium. Transesophageal echocardiogram (tee) confirmed the presence of a circumferential pericardial effusion. A pericardial drain was placed. No further patient complications were reported.